Manufacturer narrative:
The customer¿s experience of screws loosening was confirmed. Two pcus were received for investigation. The battery packs on both devices were observed to have been removed at some point by the customer therefore the screws were torqued down by the customer. The torque values of the four screws on each device were measured and were noted to be out of specification. The root cause of the customer¿s experience of screws loosening was identified as a user maintenance issue. The screws attaching the battery pack to the pcu were not torqued to specification. The device is used for therapeutic purposes.

Event description:
The customer reported noticing over the past year that screws are loosening, including battery screws at the bottom of the rear cases. The customer has been putting lock washers on. The customer replaced a case in (B)(6) 2018 on one of the devices, and it is unknown from whom it was purchased from. There was no patient harm. Received a copy of the customer's medwatch report from FDA, which states ¿the point of care unit (pcu) was brought to the department on a cart. The nurse picked up the pump, which was on the transporting cart, from handle and the battery fell off the pump landing on the cart. Only two screws that were holding the batteries were found. No harm to staff." An incomplete date of event of (B)(6) 2018 was provided.